Event description:
Incident as reported: gastric bypass - "first incision made above umbilical w/fios. Resident jaison working w/a crookes inserted. We were watching the layers on the screen, next thing blood started squirting out, trocar filled w/blood. It went through aorta. Had to convert to open procedure to stop bleeding & stabilize. Continued w/surgery, open after patient was stabilized."

Manufacturer narrative:
No product is being returned for evaluation and lot # to be advised from hospital for manufacturer to review. Engineering assessment of the incident is will be conducted when the information is available and a follow-up report will be sent within 30 days or upon completion of the evaluation.